Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("device fracture or breakage") and genital haemorrhage ("unusual bleeding (heavy and abnormal bleeding)") in a (B)(6) female patient who had essure (batch no. A67111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. Concurrent conditions included body mass index normal, vaginal bleeding, per vaginal bleeding, bacterial vaginosis, ovarian cyst, metrorrhagia and bleeding menstrual heavy. Concomitant products included hydrocodone since 2016, medroxyprogesterone (depo provera) and tramadol since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("lower back pain"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), abdominal pain lower ("cramping"), menometrorrhagia ("abnormal menstruation (irregular and prolonged menstruation)") and dyspareunia ("painful intercourse / pain during intercourse / painful sex"). In (B)(6) 2016, the patient experienced hypoaesthesia ("leg and thigh numbness") and fracture ("fracture"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced depressed mood ("she was no longer as happy"), asthenia ("she was no longer energetic"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("abdominal pain") and migraine ("migraines"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pelvic pain, abdominal pain lower, menometrorrhagia, dyspareunia, depressed mood, asthenia, dysmenorrhoea, abdominal pain, back pain, hypoaesthesia, fracture and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, back pain, depressed mood, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fracture, genital haemorrhage, hypoaesthesia, menometrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: he said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. C section was done on (B)(6) 2013, (B)(6) 2010 and (B)(6) 2004. On (B)(6) 2014 essure confirmation test was done. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, abdominal pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- device fracture or breakage, migration, fracture, lower back pain , leg and thigh numbness. Onset date of event genital haemorrhage, pelvic pain, menometrorrhagia. Plaintiff name, concomitant disease and drug, lab data were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("device fracture or breakage") and genital haemorrhage ("unusual bleeding (heavy and abnormal bleeding)") in a 25-year-old female patient who had essure (batch no. A67111-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. Concurrent conditions included body mass index normal, vaginal bleeding, spotting vaginal, bacterial vaginosis, ovarian cyst, metrorrhagia and bleeding menstrual heavy. Concomitant products included hydrocodone since 2016, medroxyprogesterone (depo provera) and tramadol since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("lower back pain"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), abdominal pain lower ("cramping"), menometrorrhagia ("abnormal menstruation (irregular and prolonged menstruation)") and dyspareunia ("painful intercourse / pain during intercourse / painful sex"). In march 2016, the patient experienced hypoaesthesia ("leg and thigh numbness") and fracture ("fracture"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced depressed mood ("she was no longer as happy"), asthenia ("she was no longer energetic"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("abdominal pain") and migraine ("migraines"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pelvic pain, abdominal pain lower, menometrorrhagia, dyspareunia, depressed mood, asthenia, dysmenorrhoea, abdominal pain, back pain, hypoaesthesia, fracture and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, back pain, depressed mood, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fracture, genital haemorrhage, hypoaesthesia, menometrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: he said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. C section was done on (B)(6) 2013, (B)(6) 2010 and (B)(6) 2004. On (B)(6) 2014 essure confirmation test was done. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, abdominal pain, abdominal pain lower. Lot number: a67111 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: update of quality-safety evaluation of ptc( FDA codes updated )/ invalid batch no. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("device fracture or breakage") and genital haemorrhage ("unusual bleeding (heavy and abnormal bleeding)") in a 25-year-old female patient who had essure (batch no. A67111-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. Concurrent conditions included body mass index normal, vaginal bleeding, spotting vaginal, bacterial vaginosis, ovarian cyst, metrorrhagia and bleeding menstrual heavy. Concomitant products included hydrocodone since 2016, medroxyprogesterone (depo provera) and tramadol since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("lower back pain"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), abdominal pain lower ("cramping"), menometrorrhagia ("abnormal menstruation (irregular and prolonged menstruation)") and dyspareunia ("painful intercourse / pain during intercourse / painful sex"). In (B)(6) 2016, the patient experienced hypoaesthesia ("leg and thigh numbness") and fracture ("fracture"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced depressed mood ("she was no longer as happy"), asthenia ("she was no longer energetic"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("abdominal pain") and migraine ("migraines"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pelvic pain, abdominal pain lower, menometrorrhagia, dyspareunia, depressed mood, asthenia, dysmenorrhoea, abdominal pain, back pain, hypoaesthesia, fracture and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, back pain, depressed mood, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fracture, genital haemorrhage, hypoaesthesia, menometrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: he said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. C section was done on (B)(6) 2013, (B)(6) 2010 and (B)(6) 2004. On (B)(6) 2014 essure confirmation test was done. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, abdominal pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: update of information (batch is invalid). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.